Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump showed parts of the screen and the other part they could not see. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was neither dropped nor bumped. The customer could only read ndcom and last part of the reservoir. If it can be broken down in 4 segment, parts the customer would get partial display. The customer was advised to revert to back up plan per the healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing segment or partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment.